Manufacturer narrative:
The defective shutter assembly was replaced and the engineer performed a complete service of unit to ensure it was functioning properly. The engineer closed and locked all doors of the housing and completed the call.

Event description:
This medwatch form contains suspect device #2, directly related to the case captured in MDR# 1721279-2011-00001bv which contains suspect device #1. During a laser lead removal case the practitioner received a fault code 15. The laser sheath was removed from the patient, cleaned off and recalibrated. After 10 laser pulses another fault code 15 appeared. The second attempt to recalibrate to the laser sheath resulted in a fault code 2. It was at this point the physician instructed a member of his team to retrieve another cvx-300 excimer laser system located in the hospital in order to complete the lead removal case. The patient's vitals remained stable during the laser exchange but resulted in a 1 hour delay in patient care. A field service call was initiated on (B)(6) 2010 and the field service engineer arrived in sweden on (B)(6) 2011 to evaluate the laser system. Upon arrival the laser system worked properly. During an extended check, the engineer was able to reproduce the fault code 15 (defined as: electrical or electronic; replace electrical/electronic assembly).